Event description:
It was reported to boston scientific during preparation, noted that the tip was cracked upon opening the package. No damage noted to the packaging at all. The physician completed the procedure with another similar device with no patient complications and the patient is fine.